Event description:
Device planted into the eye and helps to lower eye pressure. When advancing stent, should be nice and smooth. Physician got a lot of resistance. Would not reload into the loader. Took everything out of the eye. Since wasn¿t fitting right, took it out. The implant was removed and was not perfectly symmetrical. Shaped more like a nike. Took it out of the eye and gave it to the rn (registered nurse) in the room.